Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, local infection / subacute chronic osteitis, immediate implantation, infection, inflammation, mobility. The implant achieved primary stability in immediate implant. After 3 months all bone around implant replaced with gingival tissue.